Manufacturer narrative:
A direct correlation between the device and the reported stroke and patient expiration could not be determined based on the evaluation of the returned pump. A deposition of strongly adhered tissue was present surrounding the proximal edge of the inlet tube. The deposition did not appear to be affecting blood flow through the conduit. Although the deposition appeared to have originated in this location, a specific cause for its development could not be determined. Tissue-like depositions were present in the inflow graft and in the proximal side of the inlet elbow. Additionally, a small tissue-like deposition was present in the proximal side of the outlet stator, adjacent to the outlet bearing ball. These depositions lacked lamination, lacked denaturing, and did not appear to have originated in these locations; however, their specific origin and a duration in which they were present in the pump could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists stroke, bleeding, and device thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 4 years. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive on (B)(6) 2015. A CT scan revealed an embolic cerebrovascular accident. The patient's symptoms worsened and a repeat CT scan revealed progression to a hemorrhagic stroke. The patient was monitored with minimal intervention. The patient's inr at the time was therapeutic at 2.1. A neurologic consultation diagnosed brain death. Support was withdrawn, and the patient expired on (B)(6) 2015. An autopsy was not performed.